Manufacturer narrative:
Tracking no: (B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. The blade was straightened on the device. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts have been made to obtain additional information and the return of the device for evaluation. Should new information become available a supplemental will be sent. (B)(4).

Event description:
According to the reporter: during a hysterectomy the device was used to close the vaginal cuff. The device was difficult to toggle the needle back and forth while inside the patient. While using the device, the needle broke in half. Half was found in the device the other half was retrieved from the patient. Upon switching out this device to a new one, everything worked fine. Additional information has been requested but not yet received.